Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 277 mg/dl and the sensor glucose was 53 mg/dl at the time of the incident. Customer reported that even with the new transmitter they were getting the same issue. Customer reported that they were unable to upload to carelink. The blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.